Event description:
This complaint is created as per medwatch form rec'd by us cic and provided to wwps/CAPA team and ra team in (B)(6) on (B)(6) 2013. The following was rec'd on the user facility report (B)(4): "left arm wound bled extensively and he had his dressing melt into his arm when he had his MRI done (this was done friday, and because (B)(6) arm is numb, he did not feel anything on the arm). Burn was not discovered until we took of the dressing here on monday. (He did tell staff in MRI that he had a sliver dressing). Pt had aquacel ag dressing in place for treatment of left upper arm ulcer at previous av fistula site used for dialysis...wound was healing pre MRI..worsened after MRI...required debridement and began new course of wound treatment after debridement." Add'l info rec'd as follows: risk manager reports the end user came in as (B)(6) outpatient for MRI of the lumbar spine without contrast on (B)(6) 2013. The wound to left upper arm ulcer, a previous av fistula site, was already dressed with aquacel ag and a secondary cover dressing described by risk manager as a transparent type dressing with a stretchable net pressure. This was not removed during the MRI. On (B)(6) 2013, the end-user came back to the (B)(6) hospital wound clinic for dressing change. The wound previously was described as an approximate 1.5cm x 1.5cm wound. Upon removal of dressing, clinic reports there was greater adherence of dressing and saline was used to aid in removal of aquacel ag. Wound reported as necrotic, larger (approximated 2-3 cm) and bleeding. Pressure was applied for approximately 10-15 minutes. Silver nitrate used. The bleeding stopped. End-user taken to operating room for debridement rather than conservative sharp debridement in the wound clinic. No transfusion. This case involved a (B)(6), height not given who had an aquacel ag dressing placed on a left upper arm ulcer and underwent an MRI exam on (B)(6) 2013. During the procedure the dressing allegedly heated up and burned the pt's skin, melting into the wound and the arm. The pt is said to be 'numb' in the arm and did not feel the pain from the burns. The adverse event was discovered when the dressing was being changed. The wound required debridement to treat. This ae is deemed serious because of the degree of skin damage reported. From a clinical perspective, a causal relationship between the aquacel ag dressing and this event is deemed possible because of the dressing was in use at time of the event. However, no info is provided by the pt regarding de/rechallenge. Info on cover dressing is unk. Follow up rec'd form hospital, pt is doing well after the debridement. MRI machine used was ge450w and the magnetic strength used was 1.5 tesla.

Manufacturer narrative:
(B)(4).